Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® bioabsorbable hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® bioabsorbable hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: left inguinal repair with mesh. Implant: gore® bio-a® hernia plug [hp01/13935808]. Implant date: (B)(6) 2015 (hospitalization dates unknown). (B)(6) 2015: upland outpatient surgical center. Brian spivack, md. Operative report. Preoperative diagnosis: left inguinal hernia. Postoperative diagnosis: indirect left inguinal hernia. Anesthesia: general. Complications: none. Procedure: ¿with the patient in supine position, general anesthesia was induced without difficulty. The left groin was shaved, prepped, and draped in the usual sterile fashion. Marcaine anesthetic was injected into local skin and tissues. A left groin incision was made. Scarpa fascia was incised using electrocautery. The external oblique muscle was divided along the direction of its fibers. Spermatic cord and vessels were swept off the pubic tubercle. A penrose drain was passed around these. Indirect hernia was teased off the cord and vessels and inverted into the internal ring. Bioabsorbable plug and permanent mesh patch were soaked in antibiotic solution. Plug was inserted in the defect and allowed to open up. It was secured to surrounding tissue with interrupted suture to prevent migration. The onlay patch was then secured to the conjoint tendon superiorly and poupart ligament inferiorly with interrupted suture. Tails were fashioned around the internal ring so as to promote easy egress the cord and vessels. Tails were secured with interrupted suture. Structures were replaced in their anatomic position. The wound was irrigated. Hemostasis was evident. The wound was closed in layers using vicryl suture and skin staples, cleaned and dressed sterilely. He tolerated the procedure well. He was given toradol, extubated in the operating room, and taken to the recovery room in good and stable condition.¿ (B)(6) 2015: (B)(6) outpatient surgical center. Implant sticker. Gore® bio-a® hernia plug. Ref catalogue number: hp01. Lot batch code: 13935808. Expiration: 3/2018. Relevant medical information: (B)(6) 2019: (B)(6) ambulatory surgery center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent left inguinal hernia. Postoperative diagnosis: recurrent incarcerated left inguinal hernia. Anesthesia: general. Estimated blood loss: not dictated. Complications: none. Drains: none. O procedure: ¿the patient was brought to the operating room and laid in the supine position and underwent general anesthesia without any difficulty. The abdomen and groin were prepped and draped in the usual sterile fashion. Marcaine was injected into the periumbilical region and a 5 mm incision was made. A veress needle was introduced and a pneumoperitoneum was easily achieved. This 5 mm trocar was then changed to a 12 mm later on in the case. After insufflation, a 5 mm trocar followed by a laparoscope was then advanced. There was no unusual trauma. Two other 5 mm ports were placed under direct visualization to the left of this initial port. The patient had a prior surgery and there was thickened scar tissue in the area. The colon was intimately associated with the peritoneum throughout the dissection of the peritoneum while it was being reflected. Multiple small tears were made in it. The inguinal area was cleaned free of surrounding tissue and the small piece of incarcerated bowel was taken down easily. No enterotomy or trauma to the bowel occurred. When the cord area was free of peritoneum and other attachments, it was apparent that the peritoneal reflection would not be able to completely cover the unusual mesh, so symbotex was placed instead. It was appropriately placed with rough side towards the abdominal wall and tacked into position medially and superiorly. It laid nicely into the cavity and the edges in all directions were tucked into the peritoneal reflection. A 0-vicryl suture was placed in the 12 mm fascial defect at the umbilicus. The pneumoperitoneum was gently relieved and the abdomen was collapsed under direct visualization at the left inguinal area. All ports were removed and the skin edges were approximated with 4-0 monocryl. He tolerated the procedure well and was brought to the recovery room in good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® bioabsorbable hernia plug biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable.¿ therefore,¿this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿¿¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to hernia recurrence beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. ¿ ¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® bioabsorbable hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open inguinal hernia repair on (B)(6) 2015 whereby a gore® bioabsorbable hernia plug was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: ripping, recurrence, small tears, thickened scar tissue, inflammation, pain/discomfort. Additional event specific information was not provided.